Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device involved in this incident, it was determined that the screen had been frozen. A technical support specialist (tss) terminated the application and relaunched it. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, screen had frozen while issuing medication. User remotely accessed her system, terminated the application, and relaunched it and the screen was responsive. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. There were no adverse events or injuries reported based on this event.